Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump display was blank. Customer cannot recall their blood glucose reading. Troubleshoot was performed. Customer had tried different batteries but the insulin pump still dead. Customer reported display is blank currently. Customer insulin pump was not exposed to moisture. Customer was using energizer lithium battery. Customer said the spring is neither damaged nor corroded. Customer was advised to remove the battery for two hours and reinsert the battery. If the insulin pump is still blank, they should call back to do troubleshooting. Insulin pump will not be returning for analysis.